Event description:
During an endoscopy procedure to treat an esophageal fistula, the cook disposable hemostasis clip was used. They tried to place 6 clips. Five (5) fell off and one (1) stayed in position. See MDR's 1037905-2012-00552, 00553, 00554, 00555. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the info provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The user specified the device was used to clip a fistula in the esophagus which is not included in the intended use as specified in the instructions for use for the disposable hemostasis clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends. Add¿l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.